Event description:
Customer reported a discrepancy between the expected fill estimate and the current fill estimate displayed on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was educated on the accuracy of the pump¿s display and assisted by technical support in reloading the cartridge, resolving the issue after executing the recommended steps.